Event description:
Healthcare professional reports inr result lower than reference with the hemochron signature elite microagulation system for patient being monitored for epistaxis. Elite generated result of 2.2 inr and the reference laboratory result was 6.6 inr. Further communication with customer identified that patient is on aspirin, bisoprolol, bumetanide, epoetin alfa, fluticasone-salmeterol, ipratropium-albuterol, linaclotide, meclizine, nitroglycerin, polyethylene glycol, pro-ravastatin, ranitidine, tamsulosin, theragran, tiotropium, warfarin, zolpidem. Per the product's instructions for use, test results may be susceptible to interference from other anticoagulants. Patient's therapeutic range: 2.0-3.0 inr. No adverse events were reported.

Manufacturer narrative:
(B)(4). No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. The instrument passed all eqc and lqc tests.